Manufacturer narrative:
(B)(4) follow up. A gray substance was reported floating in the medication. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, four photographs and two comparative charts were submitted for review by the quality team. Two of the photographs depict the top and bottom sides of a vial stopper, while the remaining two show the foreign material under magnification. The charts provide a comparison between the foreign matter and the rubber stopper material. However, the analysis was inconclusive, as no definitive match percentage was established. No additional insights could be drawn from the information provided. A review of the device history record was completed for material number 305211, lot 4031348. The assessment did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and photographic evidence, the reported symptom has been confirmed. In the absence of a physical sample, a probable root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: material#: 305211 batch#: 4031348. Rcc received a complaint via email. On 17jul2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ bent injection needle. On (B)(6) 2025, the office staff reported the following: ¿there was ¿a gray substance floating in the medication.¿ this occurred on (B)(6) 2025. The substance was seen while the needle was being primed after the medication had been withdrawn from the vial into the syringe. Reporter could not describe the size or shape. She said the gray color was ¿a little bit lighter than the seal on top of the vial.¿ regeneron ldp lot: 8463800028. Filter needle: catalog: 305211 lot: 4031348. Additional information provided: in the prior email I explain that the defect code for bent injection needle is incorrect and that the correct defect is foreign matter as described in the narrative. Can you please provide an exact date of event for both event in format dd-mmm-yyyy? 17jul2025.